Event description:
It was reported that the patient presented in clinic for follow up. Review of an x-ray revealed that the right atrial lead was dislodged causing loss of capture and sensing. On (B)(6) 2022, the physician elected to reposition right atrial lead. The patient was in stable condition before, during, and afterwards.